Event description:
Hill-rom received a report from the account stating the pt head left and right casters were not holding. The bed was located at the account in room 417. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found both left and right patient head caster supports are cracked and brakes are not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters and supports to resolve the issue. Based on this info, no further action is required.